Event description:
It was reported that 150mg (15ml) of furosemide had been infused within the 3-hour period, instead of the expected 30mg (3ml). The issue was discovered when the clinician checked the device at 2345. Since the event, vital signs were checked and the physician advised to continue checking the vital signs every four hours, monitor urine output. Patient has urinated 950ml and vital signs remain stable. There was no harm to the patient.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Device evaluated by bd.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that 150mg (15ml) of furosemide had been infused within the 3-hour period, instead of the expected 30mg (3ml). The issue was discovered when the clinician checked the device at 2345. Since the event, vital signs were checked and the physician advised to continue checking the vital signs every four hours, monitor urine output. Patient has urinated 950ml and vital signs remain stable. There was no harm to the patient.

Event description:
It was reported that 150mg (15ml) of furosemide had been infused within the 3-hour period, instead of the expected 30mg (3ml). The issue was discovered when the clinician checked the device at 2345. Since the event, vital signs were checked and the physician advised to continue checking the vital signs every four hours, monitor urine output. Patient has urinated 950ml and vital signs remain stable. There was no harm to the patient.

Manufacturer narrative:
Omit: g0405213 - screw. Correction: unique device identifier (UDI) # added pi to the unique device identifier (UDI)# field. Additional information: imdrf annex a, c codes and manufacturer narrative. Investigation summary: the reported complaint of a furosemide over infusion was not confirmed through log review or reproduced during laboratory testing. ¿ laboratory testing found the device passed all accuracy tasks and was operating within specification. ¿ external and internal inspection of the device showed incidental findings only with no relation to the reported complaint. ¿ although the event date was reported as (B)(6) 2023 at 11:45 pm, review of the logs showed the suspect syringe module was not in use on that date. The most recent dates the suspect syringe module was programmed to infuse the reported medication furosemide was on (B)(6) 2023. ¿ review of the pcu event log showed, on (B)(6) 2023, after approximately two hours and one-half hours of infusing furosemide infusion (drugid=82) at a rate of 1 ml/hr, the syringe module was paused and channeled off for unknown reasons. ¿ although it was reported that 15 ml infused, there was not 15 ml available in the syringe at the start of the infusion (available volume was recorded as= 12.6746 ml). ¿ total volume infused of furosemide infusion (drugid= 82) was calculated as= 2.5086 ml. ¿ review of the logs could not determine the volume in the syringe at the end of infusion. ¿ review of the pcu error log showed no errors were recorded on the dates of most recent use ((B)(6) 2023). ¿ use of unapproved syringes can cause improper instrument operation, inaccurate fluid delivery or pressure sensing, or other potential hazards. ¿ selection of an incorrect syringe may result in inaccurate volume calculations. ¿ it is recommended to use the smallest syringe necessary to deliver the fluid or medication, especially when delivering high-risk or life-sustaining medications at low infusion rates (e.g., if infusing 2.3 ml of fluid, use a 3 ml syringe). ¿ inspection and testing of the event syringe and administration set could not be performed because they were not returned for investigation. ¿ the system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the complaint of over infusion was not definitively identified. Laboratory testing results for accuracy found the device to be operating within specification. Note that this report lists imdrf annex a1801, a040601, a040502, g04037, g04061, g02017, c07, c0601, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.